Manufacturer narrative:
Device not returned

Event description:
It was reported that the battery gauge was intermittently fluctuating. The customer's blood glucose was 155 mg/dl. The customer continued to use the pump for insulin therapy.